Event description:
The patient's mother reported that the patient is having too many seizures and wanted to get the vns adjusted. Multiple attempts for relevant information were made, but no information has been received to date. No other relevant information has been received to date.